Event description:
The customer reported that the device was displaying error codes 1134, 1127, 1113, 110f, 110e, 1110, 1007, and 1006. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device was displaying error codes 1134, 1127, 1113, 110f, 110e, 1110, 1007, 1006. The remote service engineer (rse) suggested replacing the power management pcba, motor controller pcba, the central processing unit and possibly the blower. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A field service engineer (fse) was dispatched, and the customer's complaint was confirmed. The fse reported that when the device was turned on, multiple error codes were displayed. The primary alarm was triggered. The power management board, motor controller pcba and data acquisition board were all malfunctioning and needed to be replaced. It was then reported that additional cosmetic damages were found (top cover and cpu tray are damage and cracked, fan guard and retainer missing, bottom feet are worn out). The investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time. Some part(s) are on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered are pcba (printed circuit board assembly), motor controller (pn 453561537531) and pcba, power management (pn 453561534061). Complaint investigator (ci) confirms this part(s) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part(s) become available the repairs will be conducted. Until repairs are completed parts will not be returned for failure investigation. If additional information or the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Visual inspection revealed no anomalies. The pil technician was unable to confirm the mc pcba contributed to the reported problem. No fault found. The mc pcba did not impact the serial peripheral interface (spi) bus as described which suggests a different component as the likely cause of the failure mode.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no anomalies. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, the pil technician verified that the average proximal and machine pressures were within the expected range at 0 centimeter of water (cmh2o). The technician could not duplicate the failure from the service. The suspect da pcba operated on the stb without issue or error code.

Manufacturer narrative:
It was reported that the presence of the multiple error codes suggest that a serial peripheral interface (spi) failure occurred. The spi transfers data between integrated circuits using a reduced number of data lines. The spi bus link between the central processing unit (cpu) and the gas delivery system. This communication link is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. A manufacturer's product support engineer (pse) replaced the motor control (mc) printed circuit board assembly (pcba) and data acquisition (da) pcba once the parts became available. The power management (pm) pcba was determined to be not necessary and returned unused. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.